Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate matter was observed in three (3) vascular probes. The particulate was found in the inner pouches during incoming inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) samples were received for evaluation. Visual inspection was performed and particulate matter was identified in two units. Particulate matter was not identified in the third unit. Inspection under a microscope was conducted and the loose particulate matter was determined to be fibers; however, the size of the identified fibers was within specification for this product. All three samples were found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.